Manufacturer narrative:
(B)(4). The customer reported the device failed operational check intermittently. There was no reported pt involvement. A philips field service engineer evaluated the device and confirmed the problem. The status log was reviewed and several therapy and pacing errors were confirmed. The field service engineer replaced the therapy pca to address the failures. All performance assurance tests passed. As of 03/19/2013 there have been no further calls for this device and issue. The device was put back into service. Given all the information we will consider this a malfunction of the therapy pca.

Event description:
The customer reported the device failed opcheck intermittently. There was no reported pt involvement.